Event description:
The complainant states that during a comparison, complainant received lower results compared to a similar method. For example the glucometer 3 with memory gave a result of 179mg/dl while a comparative method gave a result of 248 mg/dl. The customer returned the instrument and one lot of reagent strips. Complainant indicates believes that there is good agreement with the blood glucose values at the "lower" levels, but at high level there is a disparity. The returned product will be evaluated and the customer will be re-contacted with the results.